Event description:
Attorney's report of pt's alleged pain, ring break and mesh explant. In 2006, dr surgically removed a portion of the mesh patch. The remaining mesh was surgically explanted in 2008.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.